Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on an unknown date for an unknown reason. During a review of investigation findings from (B)(4) it was identified that the rod had a compromised o-ring. No other information in relation to patient has been reported.